Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received keypad anomaly on their insulin pump. It was reported that the customer's buttons were unresponsive. It was reported that the customer received watch dog alarm. It was reported that the customer's blood glucose level was 150mg/dl. It was reported that the customer's device would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and escape buttons dome switch. No unlocked lcd keypad connector. No unexpected alarm clear anomalies noted. The insulin pump passed self test. No unexpected a13 anomalies noted. The insulin pump had minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.